Event description:
A caller reported that the pump display was frozen. There was no reported adverse impact to the customer's blood glucose level. The caller resolved the issue by following the complete pump reset information provided by the customer technical support and chose to reset the pump, which resolved the frozen display issue.